Event description:
The surgeon implanted an aq2003v silicone three piece lens but it was removed due to an open posterior capsule. The incision was enlarged to remove the lens and a suture was required. The facility indicated that the open capsule was not lens related. An anterior chamber lens was implanted. The facility was unable to provide the model and lot numbers of the injector and cartridge used. Co has requested additional information but it has not been received to date.